Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient had a device system implant. At implant, the patient was not induced into ventricular fibrillation, so the device was not tested intraoperatively. 9 days later, the patient required pericardial puncture due to pericardial effusion. Shortly after this procedure, the patient developed ventricular fibrillation. The device gave the patient 3 shocks that were reported to be ineffective. Resusitation efforts were attempted. The patient was intubated and in the intensive care unit and subsequently died. An autopsy was performed. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B) (4) no anomalies found. (B) (4) no anomalies found. Full lead returned and analyzed. (B) (4) no anomalies found. Full lead returned and analyzed.(B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
(B) (4)